Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 02-020-12-0230 - trul ps por fem ps por left sz 3: (B)(6); 02-022-44-3511 - trul tib imp psc insert sz 3.5, 11mm: (B)(6); 02-022-55-3525 - trul por tib tray size 3.5f/2.5t: (B)(6); 200-07-29 - adv patella 29m 3 peg implant: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced diffuse pain, located all over the left knee. As a result, approximately 1 year, 7 months post-surgery, the patient underwent a revision. The outcome is considered resolved. No further impact to the patient was reported. No additional information is available at this time.